Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that ins was not keeping a charge. Pt noticed they had to charge more frequently, every day and a half, about a month ago, they thought. Asked if pt changed any settings. Pt said no. Reviewed charging frequency depends on usage and settings. Pt was redirected to hcp/rep to look into this.